Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has confirmed that the orange wire was pinched on the c and d cable. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying adjust belt messages.